Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided the probable cause for the balloon rupture was the presence of calcification at the procedural site.

Event description:
The following information was reported: that balloon ruptured on calcium, access was maintained as the sheath was still intravascular. Another mynxgrip was successfully deployed and hemostasis was obtained. The patient was not hospitalized. Stick location: right common femoral artery. Procedure: peripheral.